Event description:
The customer reported to olympus, the hf-cable, bipolar suddenly burnt off with a flash of light. The issue was found during a transurethral resection of the prostate procedure. There were no reports of patient harm or delay in care. The procedure was completed with a similar device. The patient received a spinal and some propofol for anesthesia/sedation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The result of our investigation is consistent with the customer's description of failure. In the area of the connector plug, internal wires of the cable are damaged/broken. This is a known type of failure. In the course of time, one or more wires inside the cable can break due to permanent bending/tensile stress as well as wear and tear. When activating the generator, a voltage flashover at the damaged area might occur. This very likely causes a spark and the separation of the plug, as reported by the customer. Since the cable was manufactured in june 2018, the cause for this damage is most likely improper handling, in combination with wear and tear. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the service life of halogen free cables is restricted to one year. Furthermore, the cable must be inspected before and after each use and reprocessing cycle. This can be done by slightly pulling the plug to identify if wires inside the cable are pre-damaged (a force with 20 n at most shall be used when pulling the plug). When the cable remains rigid and does not bend, this area of the cable is very likely faultless. Olympus will continue to monitor the field performance of this device.